Manufacturer narrative:
Additional information was added: the device was manufactured from may 28, 2019 - may 29, 2019. Only one actual device was received for evaluation. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. The cause of fluid inside the bag was found to be an untightened blue winged luer cap. Functional testing was performed by filling the device with green colored water. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. The other sample was not received and therefore, could not be evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two large volume infusors leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.